Manufacturer narrative:
Reporting institution phone number: (B)(6).

Event description:
It was reported that the ventilator, while in use, sounded an alarm then the power was cut off. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The manufacturer¿s international service technician inspected the device and an alarm sounded but the unit would not start up. The motor controller (mc) board and power management will be replaced. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The motor controller (mc) and the power management (pm) pcbas required replacement to resolve the reported issue. The replacement of the mc and pm boards aligns with the recommended repair of the reported malfunction per the service manual. The materials have already been requested and ordered. The repair of the unit cannot be conducted at this time due to the part being on back order. When the parts become available the repairs will be completed. If new information is received and suggests that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.

Manufacturer narrative:
It was reported that an alarm had sounded then the power was cut off. The reported issue had been resolved by the replacement of the motor controller (mc) printed circuit board assembly (pcba) and power management (pm) printed circuit board assembly (pcba) by a field service engineer (fse). The fse replaced the mc pcba and pm pcba to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.